Event description:
It was reported that: during transport of a patient with ventilator running on battery power, the ventilator shut down and audibly alarmed. The battery charge indicator displayed a full battery charge before the ventilator shut down. No injury was reported.

Manufacturer narrative:
The batteries of the device were requested for investigation, but not yet received. The investigation results will be reported in the follow up report.